Event description:
During a rotator cuff repair the physician was utilizing a speedscrew 6.5mm implant. The implant was fully inserted into the pt's bone and a smartstitch perfectpasser (white) magnumwire suture was threaded through the eyelets of the device. Upon attempting to rotate the activation knob, the suture did not advance through the implant. A second speedscrew 6.5mm implant was inserted into the pt's bone and a smartstitch perfectpasser (co-braid) magnumwire suture was threaded through the eyelets. Again, upon attempting to rotate the activation knob, the suture did not advance through the implant. Both implants were removed from the surgical site. An additional bone hole was required to be drilled and a speedscrew 5.5mm implant and several side by side sutures were placed to complete the repair with a delay of approximately 5 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufacturers report (s): 3006524618-2012-00531.